Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the hdmi connector was loose resulting in intermittent image cutting out and double image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was unable to confirm the reported image issue. When connecting the video baton to known, good, test verathon equipment, the video image was normal even when manipulating the connection. The camera image quality test was performed and passed. However, visible damage to the hdmi connector was identified which could have potentially contributed to the reported intermittent failure. Upon completion of the evaluation, the glidescope video baton 2.0 large was scrapped as the customer had already received a replacement video baton and there being no repairs available for the video baton. No further investigation is required at this time. Verathon will continue to monitor for trends.